Manufacturer narrative:
(B)(4). The lead has not been returned. This investigation will be updated should further information be provided or upon completion of analysis if the lead is returned.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and high out of range pacing impedance measurements. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.